Event description:
It was reported patient underwent an initial hip arthroplasty in 2006. Patient reports allegations of dizziness, balance issues and possible elevated metal ion levels. There is no reported revision at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty in 2006. Subsequently, patient reports allegations of dizziness, balance issues, nerve damage and possible elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.